Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging they went through so many strips and were still unable to get a reading&#56224;no further details were provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.